Event description:
It was reported that the pump battery was depleting quickly. According to the customer, alarms were declared. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.